Event description:
Dealer stated that the spt self propelling tilt manual wheelchair is leaking and dirty.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.